Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is highly likely that the angle wire has stretched due to insufficient bending. Even if the device is used infrequently, the angle wire may stretch due to irregular handling, such as stress build-up from operating the angle while the device is inserted or from handling the tip, or excessive stress being applied to the bent part while the angle is in place. Additionally, it was unable to identify the foreign material from provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object in the nozzle. There was no patient involvement.